Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. It is speculated that the foreign material may have originated from a silicone-based component, such as a tube or packing. No damage was detected in the area where the foreign material was found. With the information acquired, it was unclear whether there were any deviations identified with the reprocessing performed according to the instructions for use. Therefore, the cause of the material remaining in the device could not be determined. The legal manufacturer reviewed the cleaning, disinfection, and sterilization (cds) processes provided by the customer. No obvious deviations from the instructions for use (IFU) were identified, as the information was unknown in some steps. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  "the instruction manual gif-1200n operation manual chapter 3 preparation and inspection describes how to detect for the suggested events;  the instruction manual gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested events". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited foreign object in the nozzle. There were no reports of patient involvement.